Event description:
Medtronic received information that a hancock ii aortic valve was abandoned at implant when the echo showed central regurgitation. It was reported that the valve failed to close properly, with a leaflet appearing to move only from the midpoint to the commissure, with stiffness at the base. It was reported the valve was replaced without any complications to the patient.

Manufacturer narrative:
Analysis: a visual examination of the returned valve shows the leaflets are intact and slightly stiff, but flexible. There is sufficient depth of coaptation for complete closure. The non-coronary cusp has an extended lunula but does meet manufacturing specifications. Hydrodynamic performance testing results show gradients slightly higher than the expected clinical control group ranges. The exact cause for this is unknown. Evaluation of leaflet function with high speed video shows that the non-coronary cusp does not open at the lower flow rates. The leaflet does open fully at higher flow rates, but not at the same time as the right and left cusps. Conclusion: reduce product performance occurred and is related to the reported event. This valve was abandoned at implant with no complications to the patient.